Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.5/1.0/055 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6)2021, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.